Event description:
On (B)(6) 2012: customer reports via phone that during a (B)(6) study on a male pt (age unk), when the physician would step on the fluoro pedal the screen would go black. The physician completed the procedure using digital spot. No pt injury involved.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.